Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the broken drill bit with biodebris. The drill bit has fractured into two pieces, and the fracture point is near the top of the flute and shaft junction. No other fragments could be seen in the photo provided. No product was returned; further visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5, e1 surgeon name.

Event description:
All pieces that fell into the patient were retrieved. No fragments remained inside the patient. The surgery was completed with a second device.

Event description:
It was reported that a disposable drill broke while in use during surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.